Event description:
Setting up for a case, testing battery and it failed (before 2 year replacement window), manufacturer response: for aspirator, (brand not provided) (per site reporter)manufacturer notified, instructed to recycle the battery and replacement ordered.